Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type extension. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type extension.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient's impedances were fluctuating - this was mainly seen on the right extension when their head was moved to the left. The managing hcp indicated impedances on both sides had fluctuated. Both extensions were replaced on the day of this report and this resolved the issue. The rep indicated they would return the explanted devices. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.